Manufacturer narrative:
The patient's meter and strips were returned for investigation and were tested with master lot strips and qc material. Testing results: qc 1: 2.6 inr, qc 2: 2.6 inr, qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 8.3%.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 9:33 a.m., the patient tested with the meter, resulting with a value of 7.2 inr. At 1:00 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting as 5.2 inr. Medical decisions were made only based on the laboratory value, which was believed to be accurate. The meter result was not believed to be accurate. No adverse events were alleged to have occurred with the patient. The patient did not require medical treatment and the patient's medication was not changed based on the meter result. The patient is currently in stable condition. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week. The patient's hematocrit is 43.3 %. The patient did not have antiphospholipid antibodies and is not taking any other anticoagulants. The patient had some bruising, but did not require medical treatment. The patient has had changes in coumadin medication. The patient has a poor diet. The patient has not had changes in health or other medications. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 345213) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.